Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; involving total daily dose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to the manufacturer and investigated on 12/05/2014 with the following findings: review of the black box data and history revealed the last basal deliver was recorded on (B)(6) 2014 at 10:28 am. The typical total daily dose bolus usage recorded in the pump history is 12 units. On (B)(6) 2014, a higher total daily dose bolus amount of 17 units was recorded and reflected by record of a call service alarm (165), warning the user that the maximum total daily dose limit had been exceeded. The total daily dose limit was then set to 20 units and a 20 unit bolus was delivered via pump; the pump gave the correct audible and visual call service alarm (165) warning. The pump was exercised for 24 hours on a 1 unit per hour program and correctly reflected 24 units delivered after 24 hours. Investigation revealed the pump was performing and delivering insulin per the required specifications without malfunction. A history/settings issue was not confirmed nor duplicated on investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked from the threads down to the bumper grip and at the case seal up to the bumper grip.